Event description:
Pioneer surgical's bacfuse device along with another companies tissue product were implanted into the patient on (B)(6) 2013. Sometime after this initial surgery, the patient experienced a staph infection. Surgical site was irrigated and the patient was put on antibiotics and sent home after 3 days.

Manufacturer narrative:
Device remains implanted. Instruments used to implant this device are supplied with an IFU that states the validated steam sterilization parameters to ensure sterilization prior to use. Pioneer surgical reviewed the gamma sterilization records, the DHR and the environmental monitoring records and found all to be within specifications. Pioneer also contacted the sterilization vendor and confirmed that there have been no other reported cases of infection related to the sterilization ID number.